Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Customer was instructed by technical support to initiate backup insulin therapy using multiple daily injections (mdi), and the malfunctioning pump will be replaced with a new one.